Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the operation mode could not be accessed and did not function as expected. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.